Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that during surgical use on a male patient, the surgeon was reaming the glenoid, the spring inside the tri drive head snapped, resulting in it no longer being able to hold onto/connect to the reamer. There was no evidence of inappropriate use. There was a spare so it did not impact the operation. No parts or pieces fell into the patient wound site. No surgical delay/prolongation. Unable to obtain x-rays. Device is returning.

Manufacturer narrative:
Section h10: (h3) the broken cannulated tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone. Section h11: *the following sections have corrected information: (h6) component code: 943, ring.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8, e2, e3, g1. The following sections were corrected: d4: lot number, g4: 510k, h6. The broken cannulated tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4:510k k042021, k093430 the broken cannulated tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.